Manufacturer narrative:
B3: unknown, month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is showing the cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log alarm history confirmed primary complaint of cassette not attached error. Functional testing was performed, and downstream occlusion (dso) test confirmed the reported problem. Probable cause was downstream occlusion (dso) sensor failure. Replaced the dso sensor, dso seal, and dso bezel. After the repair, performed the dso calibration, and downstream occlusion test. Both tests passed. Reviewed the event log history, the "cassette not attached error" is no longer coming up. Updated the software. Probable cause was a bad dso sensor.